Manufacturer narrative:
Additional information. The referenced driveline and pump pocket infection is covered on medwatch MFR# 2916596-2016-02212. No product was returned for evaluation. The report of a pump stoppage was confirmed based on the evaluation of the submitted system controller log file. The log file captured a pump stoppage on (B)(6)2016 at 6:19-6:20 am while the system was connected to a power module. This event was associated with pi events, low speed advisory and hazard alarms, low flow alarms, as well as driveline disconnected alarms. Aside from this event, the pump operated above the low speed limit with no other atypical alarms captured. Based on our complaint history and similarly reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient''s percutaneous lead (driveline); however, a root cause for the events could not be determined without an evaluation of the device. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated that the patient would remain on an ungrounded power module patient cable. The patient was not a candidate for a pump exchange due to compliance and long term mrsa infection in driveline exit site and pump pocket. The vad clinician recommended hospice care for the patient.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic (B)(6) 2016 and during interrogation of the system controller a pump stop was noted to have occurred on (B)(6) 2016. Reportedly, the patient was sleeping at that time and did not hear an alarm. The patient was admitted. The patient's submitted system controller log file was reviewed by a representative of the manufacturer's technical services team and revealed that the behavior displayed had been previously been linked to potential issues with the percutaneous lead. The issue only occurred while the lvad was supported by the power module. X-rays of the patient's percutaneous lead were also submitted. A technical services representative found them to be unremarkable. The implanting center requested a modified ungrounded patient cable for the patient to use in conjunction with the power module.